Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, incorrect alert given on g5 mobile app occurred. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of an incorrect alert given on g5 mobile app could not be determined. A root cause could not be determined.